Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 updated and h6 medical device problem code updated. Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. A defibrillator screen was reported to have shut down during cardioversion, but log data could not confirm the issue. The device showed normal operation, with no shock recorded and a subsequent cold start after being off for 1 minute and 43 seconds. It is unclear if the device shut off on its own or was turned off by the user. No errors were logged. The device was tested with no fault found, but the digital board was replaced as a precaution. The customer reported a 200 joule shock delivering only 165 joules, but this could not be verified in the logs. Testing confirmed proper energy output, though the customer's test setup and accessories remain unknown. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device inappropriately shut down and the device's defib output was out of specification. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.